Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable defibrillation lead experienced a pneumothorax during the implant procedure. The pneumothorax was found by chest x-ray after pocket closure and a chest tube was inserted to resolve the issue. No additional adverse patient effects were reported.